Event description:
It was reported that on (B)(6) 2026, we performed minimally invasive surgery (mis) fixation and transforaminal lumbar interbody fusion (tlif) oblique cage for l5 s1 on a 57-year-old patient at the. The patient returned to the doctor's office after around two months, complaining of right-sided problems. Following the x-ray, the physician discovered that the tlif cage had returned to the spinal canal and that the s1 screw was broken. On (B)(6) 2026, revision was performed. After removing all implants (incuding the distal portion of the broken screw), and examining the nerve, we used fresh pedicle screws from another competitor company. There was a two-hour delay to the proedure.

Manufacturer narrative:
D4 unique device identifiction number (UDI) - full UDI number not available as this lot was manufactured prior to implementation of UDI labeling. H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.